Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels around 270 (mg/dl) after changing pump supplies over the last month. Customer administered boluses to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.